Event description:
It was reported intermittently that the customer required assistance to treat a low blood glucose level (value not provided). Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.